Event description:
Revision t - 12 to l - 5 fusion not healed. Pre op diagnosis: second hardware failure pain with popping.

Manufacturer narrative:
Lot numbers are as follows: 51363136 (5). Devices will be forwarded to MFR for eval.